Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported a patient's atrial lead presented with low pacing impedance and noise. A chest x-ray was performed, and a loop was noted in the lead. The atrial lead was explanted in a procedure on (B)(6) 2024. Post-procedure the patient was stable.